Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checked were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "1310" error code message on power up during the investigation. The 1310_day_change_not_near_24_hours error code will be cleared to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited "lec 1310". It was reported that there was no patient involvement.